Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported no image appeared when the scope was connected. The evaluation also found the contacts in the video connection to be corroded. The faulty parts need replacement to bring it back to olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the visera elite video system center sometimes does not display an image even if a copy was inserted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the event was not duplicated, the definitive root cause could not be determined. It is possible that the phenomenon occurred because the contacts of the video connector sockets were corroded. The corroded video connectors can be prevented by following the instructions for use: do not use a humidifier near the video system center as condensation may occur and cause equipment failure. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not clean the video connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Do not soak in water, autoclave, or gas sterilize the video system center. These methods will damage it. ·store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.